Manufacturer narrative:
The customer reported getting a device error, ECG front end failure. The device passed the opcheck. Initially, there was not enough info to determine if there was a malfunction or make a reporting determination. The device was sent to philips for eval. The symptom was clarified as a pads ECG equipment malfunction. Replacing the power pca resolved the issue.

Event description:
The customer reported getting a device error, ECG front end failure. The device passed the opcheck.